Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was found unresponsive at home. Emergency medical services (ems) intubated the patient and recorded pacing outputs with loss of capture (loc). Threshold testing in the hospital noted rv thresholds of 3.1 volts with outputs programmed to 5 volts. The patient was noted to be in atrial fibrillation (af). A temporary pacemaker was placed at a backup rate of vvi 50 paces per minute. The following day, an interrogation of the device with a programmer noted that the device was at end of life (eol) and had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity after elective replacement indicator (eri) was reached. Device replacement was recommended. An invasive procedure was performed. The device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.